Event description:
Reportedly, during the scheduled device replacement, coating seemed peeling off and flaking from the titanium case.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.